Event description:
The customer contact reported the device did not deliver when the bolus button was pressed. The bolus cord was returned from the anesthesia dept with a note starting, "does not work." No specific pt info, pump programming, or event details were available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.